Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: (uterus)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, psychological trauma, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, migraine, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion that my tubes were blocked completely on both sides.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- migraines / headaches. Reporter information, aka name, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: (uterus)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse) and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was updated to chronic pelvic pain. Following events were added: dyspareunia (painful sexual intercourse), abdominal pain, back pain, psych injury, weight gain and she did not underwent essure confirmation test. Date of implant updated. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.